Event description:
It was reported high impedances (>4000 ohms) were observed intraoperatively on a "couple" contacts when the device was hooked up to the existing lead. The event occurred during a routine replacement procedure for normal battery depletion. The previous battery was depleted, so no telemetry was possible to check impedances prior to replacement. There were no falls or trauma reported by the patient. The existing lead was replaced during the procedure, and afterwards impedances were normal. The patient was receiving stimulation/therapy.

Manufacturer narrative:
Product ID 3093-28, lot# v109632, implanted: 2009 (B)(6), explanted: 2012 (B)(6). Product typ lead. (B)(4).